Event description:
It was reported intermittent occlusion alarms occurred. The customers blood glucose (bg) level was elevated for 2 evets displaying as "high" although specific values were unknown. The customer addressed elevated bg on (B)(6) 2025 with a manual dose injection and delivered a pump bolus on (B)(6) 2026, without the need for external assistance. To resolve the occlusion alarms, the customer changed the infusion set and cartridge, and resumed insulin administration, the customer declined additional support.